Event description:
A patient was being referred for prophylactic battery replacement. During pre-operative diagnostics, high impedance was identified. The patient underwent full replacement on (B)(6) 2016. The explanted products were reportedly held by the surgeon's office for discard.